Manufacturer narrative:
Combination product: yes. As of today, the medical device is not available for analysis, therefore the device itself could not be investigated. The analysis is thus based on the inspection of the manufacturing documents of the device as well as on the provided data. The quality documents accompanying the manufacturing process for this device were re-investigated. All production steps were performed accordingly, and in particular the final acceptance test proved the device functions to be as specified. The analysis of the provided trend data, acquired between 3rd of september 2023 and 2nd of september 2024 recorded a pacing impedance of 500 ohms with a temporary drop to 400 ohms in november 2023 and a permanent drop to 300 ohms until the end of the recordings. The provided iegm episodes were recorded after the bipolar to unipolar lead switch and the analysis revealed artifacts on the rv channel, which led to the reported oversensing. In spite of the available information, no conclusion can be drawn regarding the root cause of the clinical observation. An analysis of the lead itself would be necessary to determine the root cause. Should additional information or the device itself become available for analysis, the investigation will be updated.

Event description:
It was reported that the lead switched from bipolar to unipolar. The observed oversensing was caused likely by external source. Should additional information be received, this file will be updated.